Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event noted during analysis. Final analysis found a partial lead measuring 14.5 cm. An external abrasion, breaching the outer insulation, was noted 8.1 to 8.4 cm from the connector pin, consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.